Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Additional patient information; patient diagnosis: malignant neoplasm of female breast, unspecified estrogen receptor status, unspecified laterality, unspecified site of breast.

Event description:
The customer reported that the (B)(6) cancer center experienced a secondary tubing set that infused the first premed without difficulty. Once the second medication, zofran, was initiated the tubing set separated at the drip chamber and spilled zofran onto the nurse. The medication was wasted and delay in care was minimal while waiting for a new bag to be made. There was no patient or nurse harm.

Manufacturer narrative:
The customer¿s report of secondary tubing set separated and leaked was confirmed. Visual inspection of the set noted that vinyl tubing was separated from the drip chamber. Examination under magnification noted that both sides of the vinyl tubing had insufficient solvent applied at the engagement. There were no other anomalies observed. Functional testing was deemed unnecessary due to tubing being separated at the component engagement. Fluid was leaking from the separation. Dimensional analysis was performed and the vinyl tubing measured to be within specification. The root cause of the customer¿s report was a manufacturing issue due to insufficient solvent being applied at the junction of the vinyl tubing.

Event description:
It was reported that the ephrata cancer center experienced a separation and leak on the secondary tubing in the premed phase of a chemotherapy infusion. The first premed infused without difficulty; however the second medication (zofran) separated at the bottom of the drip chamber, leaking zofran onto the nurse. The medication was wasted with minimal delay in care while waiting for a new bag to be made. There was no patient or nurse harm.